Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump suddenly started to beep. The device then went blank. The patient's blood glucose at the time of incident was 5.6 mmol/l. The customer removed the battery and the insulin pump started counting down; the device went black before the countdown was finished. The caller confirmed that the insulin pump had not been dropped or exposed to moisture; however, the weather had been very hot and the customer was sitting out in the sun all day just before the incident occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to corrosion on electronics. We were unable to verify black screen anomaly, countdown numbers anomaly due to blank display. The insulin pump had cracked display window and cracked reservoir tube lip.